Manufacturer narrative:
Voluntary event form received. Medwatch: mw5145413.

Event description:
Voluntary medwatch form received noted that the left ventricular lead was explanted due to pocket erosion and infection. No additional adverse patient effects were reported.